Event description:
It was reported that during an open roux-en-y procedure, on the fifth firing on the instrument during closure of the jejunojejunostomy, the instrument fired, yielding malformed staples on the distal end of the instrument. Upon inspection, the surgeon removed malformed staples and hand-sewed the anastomosis with a 4-0 silk. After the case, it was noted that it was possible that the black handle was not completely pulled back. Or time was extended by 13 minutes because of staple removal and hand sewing. There was no additional patient consequence.